Manufacturer narrative:
Device evaluation summary: contrast was visible in the balloon. The balloon folds were expanded; inflation had been performed. The delivery system was placed in the water bath in order to disperse the contrast and aid inflation. Upon removal, the balloon passed negative prep. The balloon was inflated to nominal pressure of 12atm with no issues noted. The balloon maintained pressure. There was no issue connecting the hub of the delivery system to the inflation device. There was damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: an everest inflation device was being used. The device was returned on 2019-05-21. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx was implanted from the first right lateral to the 2nd right posterior lateral. Inflation was attempted to be performed using the stent balloon and an event inflation device with nominal balloon pressure applied 2-3 times. Since the inflation of the balloon was not performed properly in the second or third time by angiography. The inflation device was replaced with another product of the same model. When the inflation was attempted to be performed, there was no issue. Thereafter a euphora device was used at the inferior septal, kissing balloon technique (kbt) was needed to be performed at the first right lateral using the stent balloon. Then when the stent balloon was inflated again with the reported inflation device, it reached 10 atm. Despite reaching only 10 atm it was stated that the stent was inflated sufficiently. It was reported that there was a concern whether the pressure was applied to the balloon or not, and thus the report was submitted. It was considered that there was possibility an issue with the hub part of the resolute onyx which was connected to the inflation device. For the everest device it was reported that no damage was noted to the packaging, the device was removed from the packaging per the IFU. The device was inspected with no issues. The device was prepped per the IFU. It was reported that contrast agent leaked from the connector portion of the three-way stopcock and the combined device, and inflation was not able to be performed successfully. No patient injury is reported.